Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the mid distal superficial femoral artery using a hawkone directional artherectomy device. Lesion type was calcified. Lesion had moderate tortuosity and moderate calcification. Artery diameter was 7 mm and lesion length was 5-6 cm. A 7f, 45 cm sheath and .014 guidewire were used. Vessel was not pre-dilated. IFU was followed. After multiple passes the cutter seemed to be sticking when advancing thumb switch off to pack nose cone. The tech used both hands to push thumb switch forward and cutter released and advanced into nose cone. When device was removed for cleaning there was a visible protrusion of plaque in the proximal third of the nose cone. A second device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Additional information: a turbohawk sxc directional atherectomy device (unrelated to this event) was returned rather than a hawkone ls. No physical analysis of the hawkone device referenced in the complaint could be performed. The returned unit was actually a turbohawk device. The turbohawk was inserted a cutter driver. The turbohawk showed no damages or anomalies upon the initial inspection. The device was inspected under microscope and the cutter was advanced approximately 2.8cm distal the cutter window. No damage or anomalies were noted under microscope. The cutter driver was powered on and the thumb-switch retracted. The cutter was able to retract back into the cutter window as intended. The thumb-switch was advanced and the cutter was able to advance to it original position the device was received (approximately 2.8cm). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.